Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
On (B)(4) 2013 it was identified that the incorrect manufacturing location was incorrectly documented. A new manufacturer report number was generated to correct the manufacture location fields. Please refer to manufacturer report number 3002809144-2013-00135 for the corrected information. An evaluation is in-process.

Event description:
Information was provided on (B)(6) 2013 from the customer regarding this event. The customer observed falsely elevated parathyroid hormone results for one patient while using the architect intact pth assay. The customer indicated an initial result of 52 pg/ml (range provided 10-65). The sample had also been tested at another lab (quest) and generated a result of 29 pg/ml. The method used at quest was not provided. No adverse impact to patient management was reported.